Event description:
Holes in the transfer set tubing of the transfer set during set up. Affiliate reports they could not connect to the baxter titanium adapter. Affiliate reports no patient injury or medical intervention as a result of the incidents.